Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13071. The patient had two leads from the same lot number and one lead from another lot number. All leads are being reported since it is unknown which lead is related to this event. It was reported the patient had difficulty moving her right leg after an scs implant procedure. The patient was treated with medication. The patient underwent a surgical procedure to explant the right lead and insert a new lead. Following the procedure, the patient's right leg was a little sore, the physician attributed the patient's soreness to inflamed nerves. The patient was reprogrammed and had effective stimulation coverage.